Manufacturer narrative:
(B)(4), mfg. Date: 02/28/2016. (B)(4), mfg. Date: 02/22/2016. (B)(4), mfg. Date: 04/01/2016. (B)(4), mfg. Date: 04/05/2016. (B)(4), mfg. Date: 02/18/2016. It was reported that the patient was experiencing power switching events. One controller, one ac adapter and four batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the all devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the batteries' connection to a controller during the analysis of the units. Results revealed that the electrical connections between the batteries and controller were stable. Log file analysis revealed several premature power switching events that were due to momentary disconnections involving (B)(4). The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. An internal investigation has been opened to evaluate the momentary disconnections between the controller and batteries and implement corrective actions as required. Note: (B)(4) were evaluated under MFR-3007042319-2016-03557 (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Other devices involved in this event: bat214756 - battery / catalog number 1650de / expiration date: 02/28/2017. (B)(4). (B)(4). Bat216653 - battery / catalog number 1650de / expiration date: 04/30/2017. (B)(4). Bat214934 - battery / catalog number 1650de / expiration date: 02/28/2017. (B)(4). Cac016431 - controller ac adapter / catalog number 1430de / expiration date: n/a. UDI #: unk. (B)(4). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. In addition, the user is cautioned to always have a backup controller available and programmed identically to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was experiencing events of power switching. The devices were exchanged with no reported consequence or impact to the patient. No further information was provided.